Event description:
Revision performed on left scoprio knee, as the patient had an ongoing lateral knee pain and tibial lucency. The surgeon is concerned regarding the fact that most of bone cement remained in the patients tibia on implant removal, and is also concerned about the uneven wear of the tibia insert.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. If device becomes available with additional information, a supplemental report will be issued.